Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on november 14, 2016 that a wallflex biliary covered stent was to be used in the common bile duct to treat a malignant stricture during an endoscopic retrograde cholangiopancreatography (ercp) with metal stent placement procedure performed on (B)(6) 2016. Reportedly, patient¿s anatomy was not tortuous and was dilated prior to stent placement. According to the complainant, during the procedure, the physician successfully deployed the stent; however, during the removal of the delivery system, the stent got stuck and the physician experienced difficulty removing the delivery system. The stent then slipped off to the duodenal papilla. The stent was removed from the patient with the use of forceps and the procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: a wallflex biliary delivery system with a fully deployed stent were returned for analysis. A visual examination of the returned device found that there were no signs of damage noted to the outer sheath, inner shaft, and the stent, and no other issues were identified. A review and analysis of all available information indicated that the complaint event was most likely due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause is operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on november 14, 2016 that a wallflex biliary covered stent was to be used in the common bile duct to treat a malignant stricture during an endoscopic retrograde cholangiopancreatography (ercp) with metal stent placement procedure performed on (B)(6) 2016. Reportedly, patient¿s anatomy was not tortuous and was dilated prior to stent placement. According to the complainant, during the procedure, the physician successfully deployed the stent; however, during the removal of the delivery system, the stent got stuck and the physician experienced difficulty removing the delivery system. The stent then slipped off to the duodenal papilla. The stent was removed from the patient with the use of forceps and the procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.